Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Femoral angiogram results noted calcification was present at the access site. It should be noted that the perclose proglide instructions for use states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is possible the use of only one proglide device contributed to the reported failure to achieve hemostasis. The investigation determined the reported difficulties appear to be related to user error and the treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in a mild calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an impella carotid interventional procedure. Reportedly, the first device was successfully pre-placed. A second device was inserted; however, the there was no suture present when the plunger was removed. A third device was used and there was no suture present after plunger removal as well. The sheath was upsized to a 14f and the impella carotid procedure was completed. Hemostasis was achieved with a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.